Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced shooting pain inside buttocks, abdominal bloating, multiple urinary tract infections, dyspareunia, dysuria, hematuria and recurrent stress urinary incontinence. An incision of the supris vaginal tape was performed with no tape removed. An add'l urethral sling implant was performed.